Manufacturer narrative:
Follow-up #1: date of submission 09/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/02/2016 with the following findings: the battery compartment and returned battery cap were undamaged; the battery cap was able to fit securely. There was moisture observed behind the display lens. The leak test failed due to the display lens leak. The pump was unable to power on and was completely unresponsive. The pump¿s cover was removed and further moisture was found internally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there is an intermittent power issue. It was also reported that there is moisture ingress behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.